Event description:
It was reported the patient had stimulation but the charging system would not communicate with the ipg. A replacement charging system was sent to the patient. Follow up identified the patient no longer had stimulation, and the replacement charging system would not communicate with the ipg. The patient programmer was unable to establish communication. The patient reported she had successfully recharged 4 weeks prior.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.